Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: received treatment for pain, bleeding. Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event of "injury" was replaced with dysmenorrhea (cramping),chronic. New events - menorrhagia (heavy menstrual bleeding) and general abnormal bleeding were added. Product information was updated. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic, pain increase with menstrual cycle') and device dislocation ('no essure spring-like device is noted within the') in an adult female patient who had essure (batch no. A36611-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed." The patient's medical history included skin nodule. Previously administered products included for pain: tylenol and mortim. Concurrent conditions included urinary incontinence. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced anaemia ("mild anemia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial)/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, abdominal pain, genital haemorrhage and heavy menstrual bleeding had resolved, the device dislocation and vaginal haemorrhage outcome was unknown and the anaemia was resolving. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding- yes. Both side 2 trailing coils. As per pfs, discrepancy noted in date of removal: (B)(6) 2017. Treatment received for mild anemia. Lot#a36611 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: pfs received. Event: mild anemia, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic, pain increase with menstrual cycle') and device dislocation ('no essure spring-like device is noted within the') in an adult female patient who had essure (batch no. A36611-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included skin nodule. Previously administered products included for pain: tylenol and mortim. Concurrent conditions included urinary incontinence. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial)/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, abdominal pain, genital haemorrhage and menorrhagia had resolved and the device dislocation and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding yes. Both side 2 trailing coils. As per pfs, discrepancy noted in date of removal: (B)(6) 2017. Lot#a36611 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received, medical history added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic') in an adult female patient who had essure (batch no: a36611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, abdominal pain and menorrhagia had resolved and the genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding; yes both side 2 trailing coils. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events "abnormal bleeding (vaginal), abdominal pain", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic, pain increase with menstrual cycle') and device dislocation ('no essure spring-like device is noted within the') in an adult female patient who had essure (batch no. A36611-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6)-2012, the patient had essure inserted. (B)(6)- 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)--2017. At the time of the report, the dysmenorrhoea, abdominal pain, genital haemorrhage and menorrhagia had resolved and the device dislocation and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding- yes both side 2 trailing coils most recent follow-up information incorporated above includes: on (B)(6)-2020: medical records received. Event device dislocation was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic') in an adult female patient who had essure (batch no. A36611-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, abdominal pain and menorrhagia had resolved and the genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding- yes both side 2 trailing coils. Most recent follow-up information incorporated above includes: on 24-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic, pain increase with menstrual cycle') in an adult female patient who had essure (batch no. A36611-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, abdominal pain, genital haemorrhage and menorrhagia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding- yes both side 2 trailing coils. Most recent follow-up information incorporated above includes: on 4-nov-2020: pfs received: event device monitoring procedure not performed added, onset date ,outcome and severity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping), chronic, pain increase with menstrual cycle') and device dislocation ('no essure spring-like device is noted within the') in an adult female patient who had essure (batch no. A36611-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, abdominal pain, genital haemorrhage and menorrhagia had resolved and the device dislocation and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding- yes. Both side 2 trailing coils. Lot#a36611 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.